Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the occlusion. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.